Manufacturer narrative:
This report is being submitted retrospectively as part of an internal review. A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The sensor is inserted by making a small incision and placing it under skin and potential for developing skin irritation/inflammation/infection at the insertion site is a known anticipated adverse event. Furthermore, patient visited doctor who decided to remove the sensor. A new sensor was also inserted. Pain subsided after the removal of the sensor.

Event description:
On (B)(6) 2021, seneonics was made aware of an instance where the patient experienced pain at the insertion site. The site showed a little greenish spot but there was no swelling. The sensor was removed on january 25, 2021 and a new sensor was inserted in the same arm. The pain subsided after the sensor removal procedure.